Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with usage of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, after a rezum procedure, the patient experienced severe urge to urinate and had a bowel movement. The patient had the catheter re-inserted after removed a few days after the procedure due to the patient experiencing urinary retention. The patient spoke to the physician and the physician told the patient these symptoms were to be expected. No further complications were reported.

Event description:
It was reported that, after a rezum procedure, the patient experienced severe urge to urinate and had a bowel movement. The patient had the catheter re-inserted after removed a few days after the procedure due to the patient experiencing urinary retention. The patient spoke to the physician and the physician told the patient these symptoms were to be expected. No further complications were reported.